Manufacturer narrative:
Of the 83 allegations of a malfunction, 66 pumps were returned to animas and investigated. Of the investigated pumps, 65 were found to be malfunctioning due to contamination on the button contacts and moisture ingress. During investigation for unrelated complaints, there were 1 additional failures found.

Event description:
This report summarizes <noe> 83</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a keypad/tactile w/moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-82 years of age and between 11 and 275 pounds. Of the reported patients, 26 were male, 45 were female.

Manufacturer narrative:
In quarter 4 of 2018, there were 3 instances of keypad/tactile w/moisture failure found during investigation. This report is processed under the voluntary malfunction summary reporting program